Manufacturer narrative:
One (1) used goldline hand control electrosurgical pencil with push button was returned to conmed for evaluation. The device was examined and visual inspection noted no electrode in the handpiece. The electrode in the returned package was not an ultraclean 1" electrode/blade that is assembled with the device. In the package was an e-z clean electrode manufactured by megadyne medical products. The handpiece was inserted with an ultraclean 1" electrode and tested on a system 7500 esu. The device functioned properly. The ultraclean electrode was replaced by the returned megadyne electrode and tested. No extraneous arcing was observed. At this time, there is no reason to believe that anything associated with the manufacturing and/or design process caused or contributed to this complaint. A review of the device history record could not be performed, as the lot number was not provided by the user facility. A 2-year review of product history for this device family showed no other similar complaints received. During this same two 2-year time frame, (B)(4) units were sold worldwide making the occurrence rate for this reported failure mode (B)(4) percent. This failure mode is addressed in the risk document and the risk analysis shows an acceptable risk level. These devices are designed to be used as accessories in conjunction with the electrosurgical units and electrodes with which they are known be compatible. Their use enables the operator to remotely conduct an electrosurgical current form the output connector of an electrosurgical unit to the operative site for the desired surgical effect. To reduce the risk of patient injury, the operation manual for the system 5000 electrosurgical unit and the electrosurgical handpiece provides the following precautions and warnings: safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with electrosurgical equipment be read, understood, and followed in order to ensure safe and effective use of the equipment. Use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. Jewelry and other metallic items can cause localized burns if they make contact with grounded items and should be removed from the patient prior to use of electrosurgery.

Event description:
The end user facility reported that at the end of a cochlear implant surgery, the surgeon reported there was a small 3rd degree burn on the back of the patient's pinna (external ear). The surgeon noted that it looked like a diathermy burn, where a diathermy discharges through metal in contact with skin. While the area of the burn would not have been in direct contact with the diathermy, metal hooks and staples are used in that area and the diathermy could potentially discharge through these. Settings were reported to have been 20 (monopolar cutting/coag and bipolar). As reported, the cochlear implant procedure was completed as planned. Follow up with the user facility revealed that other than emollient was applied to the burn at the end of the operation, the surgeon has advised that no additional treatment is necessary.